Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection confirmed the header was loose from the device case and also noted slight body fluid contamination in both lead barrels. An x-ray confirmed that all of the feedthrough wires were intact. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested and found to be working properly. It was concluded that the pacemaker operated appropriately, according to its performance specifications with no interruptions in therapy output but that the loose header was a result of insufficient medical adhesion between the header and the device case.

Event description:
Boston scientific received information that during an general device change-out procedure, the physician noticed the header of this pacemaker coming away from the can. All previous lead and pacemaker checks were normal. The physician believed it was due to muscular pressures on the pacemaker in its implanted position. The pacemaker was successfully explanted. No adverse patient effects were reported.

Event description:
--